Event description:
Sorin group received a report that the user could not heat the pt circuit of the heater cooler to the desired temperature during a procedure. There was no report of pt injury.

Manufacturer narrative:
(B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the user could not heat the patient circuit of the heater cooler to the desired temperature during a procedure. The sorin service representative could not reproduce the reported problem. A full check and pm was performed and both patient and cardioplegia tanks heated and cooled without issue. The system worked properly. There has been no report of re-occurrence. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the user could not heat the pt circuit of the heater cooler to the desired temperature during a procedure. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.